Event description:
Caller reported that their pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Technicians instructed the caller on troubleshooting steps, but the pump did not respond, so a replacement pump was sent. The customer agreed to use multiple daily injections as backup therapy and acknowledged the instructions, including returning the faulty pump to tandem.